Event description:
It was reported by the customer that their insulin pump was not alarming when the battery or reservoir is low. Customer stated the battery life was shorter than before but was unable to troubleshoot at time of reporting. Customer's blood glucose level was 150 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.